Event description:
The customer observed false positive alinity I total b-hcg result generated on the alinity I processing module for a patient. The sample was retested, and a negative result was obtained. A new sample from the patient also generated a negative result. The following data was provided: initial result = 155.79 miu/ml (positive); repeat result = <2.30 miu/ml (negative). New blood draw result = <2.30 miu/ml (negative) . There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false positive alinity I total -hcg result included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, and a labeling review. Additionally, in-house testing of retained reagent kit was completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot is performing as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 65769ud01 and the complaint issue. Accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met, demonstrating that the lot is performing as expected. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the alinity I total -hcg reagent, lot number 65769ud01.

Manufacturer narrative:
This report is being filed on an international product, list number 07p51-74 that has a similar product distributed in the us, list number 07p51-21/-31, with 510k/PMA/bla number k170317. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I total b-hcg result generated on the alinity I processing module for a patient. The sample was retested, and a negative result was obtained. A new sample from the patient also generated a negative result. The following data was provided: initial result = 155.79 miu/ml (positive); repeat result = <2.30 miu/ml (negative). New blood draw result = <2.30 miu/ml (negative). There was no impact to patient management reported.